Manufacturer narrative:
Philips service replaced the toothed belt and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the image was lost after 15 minutes and the system turned off on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.